Event description:
Rptr would like to alert physicians and, more importantly, hospitals to a lethal situation which can be found both inside hospital suites and operating rooms. Rptr is familiar with a case in which an oxygen flowmeter was forced into a nitrous oxide wall delivery system that was immediately adjacent to the oxygen wall delivery system. The "pin index system" was overidden since one of the oxygen flowmeter pins was broken at the time of insertion into the wall system. The other contributing factor to this error was that the task was performed in the dimmed light of a radiology (cat scan) suite and the respiratory tech did not distinguish purple (nitrous oxide) from green (oxygen). Sadly, the pt "resuscitated" with oxygen died of nitrous oxide poisoning.